Event description:
New information received notes that upon device interrogation, the pacemaker (pm) exhibited an error message while attempting to export the data. The patient then presented for a routine device change out procedure. Prior to the procedure, while attempting to interrogate the device, it was noted that the pm exhibited failure to interrogate via rf telemetry and slow inductive telemetry. The pm was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that during an in-clinic follow-up, upon interrogation, the pacemaker (pm) was found to be in an inappropriate control setting. It was then noted that the pm exhibited a marker anomaly and failure to capture and went into back-up mode. The pm then prompted a message noting to restore nominals. The pm was re-programmed, and settings were restored, however, the pm then exhibited a radio frequency (rf) telemetry lockout and failure to interrogate. The pm was re-programmed, and the back-up mode and settings were restored successfully. The patient was in stable condition.